Event description:
It was reported that the patient was inappropriately shocked and admitted to the hospital due to t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) due to oversensing with noise. The lead was reprogrammed and the issue was resolved. The lead remains in use. The patient is part of (B)(6). No further patient complications have been reported as a result of this event.